Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Additional information received indicating a surgical delay of approximately 30 minutes to allow for cabling the fracture.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a trauma peri prosthetic fracture case came into musgrove on (B)(6) aug. The 20 x 85 and 20 x 95 proximal femoral body has been on backorder (to my knowledge) from (B)(6) aug at least as that¿s when it was ordered. During the case it was decided that the only option was a reclaim. However without the appropriate implants on the shelf, the surgeon reamed up to 24 mm rather than 20 mm causing the greater trochanter to break off / crack. This meant extra cabling and work during the case. The surgeon came to me today to air his frustration and was disappointed. Doesn't necessarily want any further action but wants to know when the problem will be resolved. In the short term, I have ordered loan kit to fill the void in 20 x 95 and infield transferred another loan kit from a colleague for the 20 x 85. We have all implants required for one case currently with the aid of the orthokit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search was not possible as no product codes / lot numbers were provided. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.